Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A kink was observed in the imaging window assembly in the distal end. Damage was observed in both of femoral markers in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 28-mar-2017. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization; however the image stopped appearing. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed a damage in the femoral marker.